Event description:
Received info from the pt stating, his device was implanted in (B)(6) 2008, and it worked for a few months and by (B)(6) 2009, it was determined that something was "wrong". Many attempts were made to try and get it working again. (It is possible the pt had an overdischarge since he hadn't charged his device in over five months). A new device was implanted on (B)(6) 2010. The leads were not replaced. The new ins never worked and there has been discussion that the leads were not attached to the ins. On (B)(6), 2010, a new ins was implanted. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.